Manufacturer narrative:
The following fields have been updated with corrected information: b5, d1, d4, e1, e2, e3, g1, h4, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that one of the patient accounts generated 26 placeholder accounts in the pyxis es server. A technical support specialist connected with the customer to discuss database issues that were affecting server performance and able to address those issues and fix the placeholder issue as much as possible within pyxis. A purge will remove the duplicates after it has been reconciled to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary experienced some medication orders being crossed over to the placeholder account, instead of the main account. A customer has reported that a user was unable to dispense medication due to a malfunction. There were no adverse events or injuries reported based on this event. A supplemental will be created if additional information is received from the customer.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the pyxis medstation es system experienced some medication orders being crossed over to the placeholder account, instead of the main account. A customer has reported that a user was unable to dispense medication due to a malfunction. There were no adverse events or injuries reported based on this event. A supplemental will be created if additional information is received from the customer.